Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Subsequently, customer experienced a blood glucose (bg) level of over 600 mg/dl, and diabetic ketoacidosis. The customer was subsequently hospitalized. Bg was treated with intravenous insulin, saline, and fluids. Reportedly, the customer was released 3-4 days later with the issue resolved and no permanent damage.